Manufacturer narrative:
(B)(4). Device evaluated by MFR.: synergy ous mr 3.50 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified distal stent damage. Struts 1-15 from the proximal end of the stent were undamaged; the remainder of the struts were damaged and bunched in a proximal direction. The crimped stent od (outer diameter) of the undamaged proximal section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 10-aug-2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid right coronary artery (rca). After pre-dilatation was performed with a 2.0 x 20mm non-bsc balloon catheter, a 3.50 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and pre-dilatation was performed again. Subsequently, another 3.50 x 28 synergy¿ drug-eluting stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.